Event description:
It was reported that during procedure, the subject device was detached and was left behind in a patient anatomy, resulting surgical delay. No other information was provided.

Event description:
It was reported that during procedure, the subject device was detached and was left behind in a patient anatomy, resulting surgical delay. No other information was provided. Update information: received additional information on 7-february-2023 stated that there was an attempt to retrieve the fractured fragment multiple times with snare which was unsuccessful. Update information #2: received additional information on 22-feb-2023 stated that the patient had expired, and no specific details provided.

Manufacturer narrative:
A2 gender: updated c2/d10 concomitant products grid: updated h3 device evaluated by mfg ¿updated h3 summary attached ¿ updated there are controls in the manufacturing process to ensure the product met specifications upon release. Visual/microscopic inspection was performed as the core wire was seen to be broken at the distal end of the device, approx. 198cm from the proximal end. The retriever shaped section and the insertion tool were not returned. The functional inspection was not required. The reported events 'retriever fracture/broken during use and un-retrieved device fragments' could not be confirmed; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The wire component of the device was returned for investigation. The device was received, decontaminated, inspected, measured, and imaged. Upon review of the returned wire there was stretching noted on the polymer jacket at the distal end, which is indicative that some stresses may have been exerted on the wire that could have contributed to the fracture. A review of the case images provided shows that prior to attempting to pull back the stent retriever, the system was intact. The microcatheter had been stripped back and the distal access catheter used was placed at a location proximal to the target area, with the retriever deployed outside the catheter. According to the report of the event, there was no resistance encountered when an attempt was made to pull back the retriever, which may indicate that the fracture occurred at a prior use step, although it is not possible to definitively make this determination. Therefore, an assignable cause of procedural factors will be assigned to the as reported 'retriever fracture/broken during use', 'un-retrieved device fragment', and as analyzed 'retriever core wire broken during use' since these issues are associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but performance was limited due to procedural and/or anatomical factors during use. The as reported 'patient death' is a known and anticipated complication to these types of procedures and patient condition and is listed as such in the device directions for use. Therefore, a probable cause of anticipated procedural complication was assigned to this event.

Event description:
It was reported that during procedure, the subject device was detached and was left behind in a patient anatomy, resulting surgical delay. No other information was provided. Update information. Received additional information on 7-february-2023, stated that there was an attempt to retrieve the fractured fragment multiple times with snare which was unsuccessful. Update information #2: received additional information on 22-feb-2023, stated that the patient had expired, and no specific details provided.

Manufacturer narrative:
B2: outcomes attributed to ae: updated. B5: executive summary: updated. H1: type of reportable event: updated. F10/h6: health impact code grid ¿ updated.

Manufacturer narrative:
Section b2 outcomes attributed to ae: updated. Section b5 executive summary: updated - received additional information on 7-february-2023 stated that there was an attempt to retrieve the fractured fragment multiple times with snare which was unsuccessful. Section d4 expiration date - updated. Section h4 manufacturing date ¿updated. Section f10/h6: health impact code grid; updated.

Event description:
It was reported that during procedure, the subject device was detached and was left behind in a patient anatomy, resulting surgical delay. No other information was provided. Update information. Received additional information on 7-february-2023 stated that there was an attempt to retrieve the fractured fragment multiple times with snare which was unsuccessful.